Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, 4 retention samples from bd inventory were tested and all found to have a good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "gel is spinning to top. Centrifugation of the tubes was 3500 rmp, for 10 min on the track, not refrigerated/cooled tube , once in the lab were stored at constant room temperature (no more than 22 degrees) and upright."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "gel is spinning to top. Centrifugation of the tubes was 3500 rmp, for 10 min on the track, not refrigerated/cooled tube , once in the lab were stored at constant room temperature (no more than 22 degrees) and upright."